Event description:
I used the new tampon l, for my last period on (B)(6). The tampon started shredding inside me. I was in the emergency room (ER) once to remove pieces of shredded tampon, then again for severe pain. I was hospitalized for two for days and put on three IV antibiotics. I am still on pain medication over three weeks later and cannot work. I did not have any debilitating abdominal pain before using the product. I now have to have a surgery for them to identify the issue as it has not resolved.